Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while setting up an ilet for the first time and attempting a cartridge change with a rewind, the device generated alert 41 indicating an insulin shaft rewind error; multiple restarts, including one on the charger with approximately 70% battery, did not resolve the malfunction and a replacement was arranged. Symptoms included no injury or adverse health effects. Outcomes included replacement of the pump and user education on shutting down the device via the menu to prevent further alerts, with verification of shipping details and return instructions provided. Investigation included troubleshooting by guided restart attempts and review of device handling steps. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.